Event description:
It was reported that the wake button was difficult to press and/or requires multiple presses to turn on pump screen. There was no adverse impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.